Event description:
Pt complained of hip, knee, and foot pain, difficulty walking, headaches all the time, pain in right hand and shoulder, arthritis, ruptured implants, joint swelling, raynaud's syndrome. Event date shown as 11/8/84.